Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. An infusion set change was performed to address the occlusion. Customer's blood glucose (bg) level ranged from 426-528 mg/dl. A correction bolus was delivered to address bg. Additionally, insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing. A new cartridge was successfully loaded resolving the issue. Reportedly, the customer was using apidra insulin. Tandem technical support advised the customer against using off label insulin with the pump.